Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampax radiant string dismantling/shedding [device breakage]. Case narrative: consumer reported via letter that the tampon string is dismantling/shedding. No injury was reported.